Event description:
Boston scientific received information that this patient had endocarditis, an infection and full body sepsis. The patient's entire system was explanted. This device was temporarily used as an external pacemaker and was interfaced to a lead inserted in the patient's jugular vein. A new system will be implanted after the patient receives antibiotics. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.